Event description:
Caller reported a malfunction on pump, specifically malfunction code malf 12, which was noted prior to any special events. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Customer was assisted by technical support with resetting pump malfunction; issue did not recur post-reset, and caller was informed to continue using pump with instructions to report if similar malfunction recurs. No additional information was received regarding outcome of event.